Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed system stops due to user error driveline disconnect events, an electrostatic discharge (esd) event, and an unknown event. The submitted log files collectively contained data from 22mar2021 through 09apr2021. One pump reset event was captured on 30mar2021; the cause of this event could not be conclusively determined. Three pump stops due to driveline disconnect events were captured on 31mar2021. A pump reset event was captured on 02apr2021 that appeared consistent with a pump reset due to an esd event. The driveline power fault alarm was activated on 02apr2021; although a specific cause for this finding could not be conclusively determined, it was reported that the alarm did not return after it was cleared. A pump stop due to a driveline disconnect event was captured on 09apr2021. Multiple no external power events were captured, during which the controller backup battery correctly powered the system; refer to the mobile power unit (mpu) and controller investigations regarding this finding. There were no other notable alarms active in the log files. The patient reported disconnecting the driveline on 09apr2021 to untangle their driveline. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24nov2020. He heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 6 of the IFU explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not yet provided.

Event description:
Related manufacturer report number 2916596-2021-02200. Related manufacturer report number 2916596-2021-02340. It was reported that the patient had a modular cable/driveline disconnect by accident, and the patient's mother assisted in the reconnection. The patient then presented to the clinic and was stable. The clinic was advised to clear the driveline fault, which resolved the issue. Log file analysis captured several driveline disconnect events on (B)(6) 2021 at 03:21, 03:25 and 07:09. Also noted were a couple of instances of no external power on (B)(6) 2021 at 04:06, and on (B)(6) 2021 at 18:23. In both instances it appeared that both power leads were disconnected from the controller at the same time. A pump stop was noted on (B)(6) 2021 08:44, which was associated with a comm b fault found in the log. Driveline power faults were noted on (B)(6) 2021 08:49. The log file analysis also captured no external power alarms on (B)(6) 2021 at around 02:46 and on (B)(6) 2021 at around 03:22 while on the mobile power unit. The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on emergency backup battery/power save mode. There was no interruption in pump support during this event, which was caused by power to the mobile power unit being briefly interrupted. The event log also captured low power advisories on (B)(6) 2021 at around 23:35 while tethered on batteries due to depleted batteries in-use/normal battery depletion. Backup battery faults, power cable disconnects and no external power alarms were noted on (B)(6) 2021 at 02:54 while tethered on batteries due to depleted batteries in-use/normal battery depletion. The backup battery faults resolved. Low flows, driveline disconnect, and pump off events were noted on (B)(6) 2021 at around 08:20.